Event description:
It was reported that a 45-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2024. Date of implant after expiration date of lot. Multiple attempts have been made for information clarification, however no response has been received. If any response is received in the future, supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 15, 2024, mentor became aware of the following information and corresponding fields have been updated on this form: date of event was february 20, 2024; field b3 has been updated. Date of bilateral replacement surgery with serial numbers (B)(6) on the left side, and with (B)(6) on the right side was (B)(6) 2024; fields d6b have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 13, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.3 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received ((B)(6)). No adverse events were reported for this concomitant (contralateral) device; therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 16, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As per information received on may 15, 2024, following fields have been updated on this form: event date has been updated to march 1, 2024 date of implant under field d6a have been updated to (B)(6) 2006 device problem code " user error" has been removed manufacturer¿s reference number: (B)(4).